Event description:
The advocate alleged the customer's microlet2 lancing device would not hold the lancet. She alleged that the customer's eye was injured while trying to insert a lancet into the device. No other details were provided about the event. Customer service attempted to contact the customer for additional information after the initial call, but it was not possible to speak with her. The advocate was advised to return the device. A replacement device was sent to the customer.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared.

Manufacturer narrative:
The qa lab evaluated the returned lancing device and found the housing spring to be broken. A broken housing spring could cause the lancet to shoot out of the device when the blue release button is pressed. This may have been what happened when the alleged injury occured, although no additional details were obtained from the caller or customer regarding the event.

Manufacturer narrative:
The purpose of this report is to correct information that was provided in the 1st follow up report. A broken housing spring would not cause the lancet to shoot out of the device. The device would not be able to function. If the customer loaded a lancet into the device and hit the release buttom to "fire" the device, nothing would happen. Based on this information, it's not known how the customer was injured while trying to load the lancet into the device.